Manufacturer narrative:
Method: five (5) sealed lenses from the same lot of the actual device involved in the incident were returned and evaluated. Results & conclusions: the device was inspected and measured out of specification for base curve. Although the base curve measured out of specification, there is no clear indication that this defect either caused or contributed to the reported incident. Should add'l info be rec'd that would change this conclusion, an update to this report will be filed within 30 days of receipt.

Event description:
Pt was fit with frequency 55 toric lenses. Pt put the lens in the right eye and cornea was burned. Doctor stated the epithelium showed a chemical burn/spk throughout the full cornea with a new lens out of the blister pack, similar to peroxide. Doctor indicated that the lens was new from the blister, but not clear if the pt rinsed the lens prior to insertion or perhaps had something on her hands that contributed to the incident. Doctor also stated the pts vision is now okay.